Event description:
Reporting status: malfunction. Reporting rationale: dislodged stent caused or contributed to pt injury previously. Device issue: dislodged stent. It was reported that the 3.5 x 12 mm stent dislodged from the stent delivery system out of the box and before prep. No pt effects were reported. No add'l event info is available.

Manufacturer narrative:
Results: product performance engineering could not determine a conclusive root for the stent dislodgement. Eval summary: qa analysis revealed the stent delivery system (sds) was returned without any blood or contrast visible. The stent implant was returned dislodged from the sds. The stent implant was returned inside the protective sheath. There was no damage noted to the stent implant. The balloon was tightly folded. There were crimp marks on the balloon between the markers. There was a bend in the hypotube 29 cm proximal to the guide wire exit notch. There was no other damage noted to the sds. The protective sheath was returned. A laser micrometer was used to measure the outer diameters of the stent implant. The measurements did not meet mfg criteria, all of the measurements were oversized. The inner diameter of the flared end of the protective sheath was measured with pin gauges. The inner diameter met manufacturing criteria. Product performance engineering reviewed the incident info and analysis of the returned 3.5x12 mm vision (sds). It was reported that the stent implant dislodged from the balloon prior to prep. There was no report of there being damage noted to the device prior to being prepared for use. Analysis of the 3.5 x 12 mm device confirmed that the stent had dislodged from the balloon. The stent was returned undamaged inside the protective sheath. Potential causes for this type of event as observed in past incidents may include improper or inadequate crimping at the time of MFR, positive pressure during prep, or forced sheath removal. There was no blood or contrast visible, indicating that the device had not been prepped. Crimp marks were visible on the balloon and between the markers, suggesting that the stent was originally positioned correctly and securely at the time of MFR. The stent outer diameter dimensions were measured and found to be oversized. Although it is expected that the stent would expand during travel over the balloon. The balloon was tightly folded and the inner diameter of the protective sheath met manufacturing criteria. However, dislodgement may also occur if negative pressure is applied during sheath removal and forced sheath removal. A bend was noted in the hypotube, which was not reported in the incident and may have occurred during the packing of the device for shipment back to abbott vascular for eval. The damage does not appear to be related to or have contributed to the reported stent dislodgement. This does not appear to be a product quality issue. However, in this case, with the limited info provided and analysis of the device, a definitive root cause cannot be determined. The lot history record (lhr) was reviewed and no non-conforming material reports were issued for this part/lot # combination that could have contributed to the incident and all on-line inspections and testing met manufacturing criteria . In addition, a query of the complaint-handling database was performed and there have been no similar complaints reported with this part/lot # combination. No corrective action will be implemented in this case, as a conclusive root cause could not be determined. Product performance engineering will trend and monitor the experience circumstances. This MDR is considered closed by the product performance group.